Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon repositioning, it was observed that the right ventricular left bundle branch area pacing (lbbap) lead helix failed to extend. When an attempt was made to extend the helix, the lead body was found to be twisted, with no helix extension observed. The lbbap lead was not used and was replaced with another lbbap lead. The patient remained in stable condition.